Event description:
The pt had two leads with the same lot number. It was reported during the pt's ipg replacement procedure, lead diagnostics revealed high impedance values on one of the leads. The ipg replacement procedure was reported under MFR. Report: 1627487-2013-23236. X-rays were also taken and one of the leads was found to be fractured. The fractured lead was explanted, replaced, and coverage was restored.

Manufacturer narrative:
Results: as received, the lead was complete. Microscopic inspection of the lead body revealed a lead breakage with all wires broken at approximately 12.5 cm and a compression mark at 16 cm from the stimulation end. The compression mark on the lead is consistent with the use of a lead anchor. The broken wires were consistent with the fracture caused by the distal end of the lead anchor. Also an outer tubing breach with exposed wires as observed at 5.5 cm from terminal end. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.